Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. This report is for one (1) unknown proximal femoral nail and unknown proximal femoral nail antirotation (pfn and pfn-a; synthes, (B)(4)) for patient 4. Part#, lot# and UDI # is not available. Date of implant/explant is unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. This report is for one (1) unknown proximal femoral nail and unknown proximal femoral nail antirotation (pfn and pfn-a; synthes, (B)(4)) for patient 4. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after the subsequent review of the following literature article: sonmez, m (2017). Nailing evaluation of the superior gluteal nerve during proximal femoral nailing. Journal of clinical and analytical medicine, volume 8(3), pages 226-269. (B)(6) the objective of this article was to retrospectively evaluate patients who previously underwent proximal femoral nailing for unstable trochanteric fractures and investigate the presence of superior gluteal nerve (sgn) injury and its clinical findings. Original surgery was performed on 349 (193 women and 156 men) patients between january 2004 and march 2010 to treat unilateral unstable intertrochanteric femur fractures with proximal femoral nail and proximal femoral nail antirotation (pfn and pfn-a; synthes, (B)(4)). From an overall 349 patients, 51 (28 women and 23 men) agreed to electromyographic investigation (emg). Prior to emg investigation, an initial radiological examination of pelvis with both hips was performed and neck shaft angles were measured for both hips. The neck shaft angle was measured to determine varus/valgus alignment as compared to the unaffected side. Of the 51 patients, 17 patients (13 women and 4 men) were excluded because of the secondary varus or valgus deformity. Emg was carried out to examine the sgn for the remaining 34 patients (21 women and 13 men). The mean time between surgery and emg examination was 18.2 [14-21] months. After emg evaluation, nerve conduction studies of both lower extremities were performed and 9 patients (7 women and 2 men) were excluded due to polyneuropathy, radiculopathy, or plexopathy findings. The remaining 25 patients (14 women and 11 men) were included in the final study who were investigated for the presence of superior gluteal nerve (sgn) injury. The mean age was 59.2 (21-89) years. The gluteus medius muscles were assessed bilaterally to evaluate the sgn. First, resting activities were assessed for the signs of acute denervation (fibrillation and positive sharp waves), followed by observation of the recruitment pattern, examination of the motor unit action potential (muap) amplitudes, and time characteristics. Motor patterns of interferences were investigated during muscle contractions to obtain information about denervation and reinnervation of examined muscles. Other clinical assessments include: a) walking ability: for clinical evaluation, walking ability status was analyzed according and patients were divided into four groups. Group 1 includes patients who can walk unassisted, group 2 includes patients who can walk with assistance, group 3 includes wheelchair-dependent patients, group 4 includes bedridden patients; b) trendelenburg sign: patients were evaluated for trendelenburg sign. Patients who could balance using finger support only were then asked to stand on one leg, flexing the other leg at the knee, while keeping the hip in extension. The examiner knelt in front of the patient to observe pelvic tilt. The test was negative when the unsupported pelvis was raised normally while standing on one leg and held there for at least 30 seconds and c) abductor power (muscle strength): the abductor power of the patients was assessed for the following scores - 0 is if patient experiences no contraction, 1 is if patient experiences flicker or trace contraction, 2 is if patient experiences active movement with gravity eliminated, 3 is if patient experiences active movement against gravity, 4 is if patient experiences active movement against gravity and resistance, 5 is if patient experiences normal power. The following complications were observed: patient 4 ¿ (B)(6) female patient previously underwent proximal femoral nailing for unstable trochanteric fractures with proximal femoral nail or proximal femoral nail antirotation (pfn and pfn-a) on the right side. Patient was followed up for 36 months. Patient had a positive trendelenburg sign and was able to walk with assistance. This patient had muscle strength of 3 which denotes active movement against gravity. Patient 7 ¿ (B)(6) female patient previously underwent proximal femoral nailing for unstable trochanteric fractures with proximal femoral nail or proximal femoral nail antirotation (pfn and pfn-a) on the right side. Patient was followed up for 25 months. Patient had a positive trendelenburg sign and was able to walk with assistance. This patient had muscle strength of 3 which denotes active movement against gravity. Patient 8 ¿ (B)(6) female patient previously underwent proximal femoral nailing for unstable trochanteric fractures with proximal femoral nail or proximal femoral nail antirotation (pfn and pfn-a) on the left side. Patient was followed up for 36 months. Patient was able to walk with assistance. Patient 14 ¿ (B)(6) female patient previously underwent proximal femoral nailing for unstable trochanteric fractures with proximal femoral nail or proximal femoral nail antirotation (pfn and pfn-a) on the right side. Patient was followed up for 16 months. Patient was able to walk with assistance. Patient 17 ¿ (B)(6) male patient previously underwent proximal femoral nailing for unstable trochanteric fractures with proximal femoral nail or proximal femoral nail antirotation (pfn and pfn-a) on the right side. Patient was followed up for 20 months. Patient was able to walk with assistance. Patient 20 ¿ (B)(6) female patient previously underwent proximal femoral nailing for unstable trochanteric fractures with proximal femoral nail or proximal femoral nail antirotation (pfn and pfn-a) on the right side. Patient was followed up for 16 months. Patient was able to walk with assistance. Patient 22 ¿ (B)(6) male patient previously underwent proximal femoral nailing for unstable trochanteric fractures with proximal femoral nail or proximal femoral nail antirotation (pfn and pfn-a) on the right side. Patient was followed up for 17 months. Patient was able to walk with assistance. Patient 23 ¿ (B)(6) male patient previously underwent proximal femoral nailing for unstable trochanteric fractures with proximal femoral nail or proximal femoral nail antirotation (pfn and pfn-a) on the right side. Patient was followed up for 19 months. Patient had a positive trendelenburg sign and was using walking support in daily life. This patient had muscle strength of 2 which denotes active movement with gravity eliminated. Acute denervation signs of the superior gluteal nerve (sgn) on the affected side was detected. In addition to the reinnervation motor unit action potential (muap), discrete, long-duration polyphasic muaps were observed in the gluteus medius muscle of this patient. Seventeen (17) unknown patients (13 women and 4 men) who previously underwent proximal femoral nailing for unstable trochanteric fractures with proximal femoral nail or proximal femoral nail antirotation (pfn and pfn-a) had an avulsion fracture of the greater trochanter or neck shaft angle less than 120 degrees or greater than 140 degrees had secondary varus or valgus deformity. Nine (9) unknown patients (7 women and 2 men) who previously underwent proximal femoral nailing for unstable trochanteric fractures with proximal femoral nail or proximal femoral nail antirotation (pfn and pfn-a) had polyneuropathy, radiculopathy, or plexopathy findings. This report is for unknown proximal femoral nail and unknown proximal femoral nail antirotation (pfn and pfn-a; synthes, (B)(4)) for patient 4. This is report 1 of 9 for (B)(4).